Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's mother that customer's insulin pump alarmed compromised force sensor system. Customer's blood glucose was unknown. Advised customer to discontinue the use of the insulin pump and revert to back up plan.

Manufacturer narrative:
The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and displacement tests. However, the pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm tests due to the alarm. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.